Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power, resolving the alarm condition. There was no reported patient injury.